Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated failures to pair a libre 3 plus sensor with the ilet mobile app, with prompts to enable nfc persisting despite nfc being enabled, after previously successful use; the user reverted to using a prior receiver and manually entered glucose values, then transitioned to secondary therapy after the bg-only run mode timed out. Symptoms included no adverse physiological effects and no changes in blood glucose attributable to the issue. Outcomes included temporary loss of automated dosing and a switch to secondary therapy until new sensors are available. Investigation included technical troubleshooting and user education. Investigation of this case revealed an unresolved pairing/communication issue between the sensor and the app without impact to glucose control. It was concluded that the event was non-serious, involved a device pairing/communication problem, and did not result in injury.